Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.75mm promus premier drug-eluting stent was advanced to treat the lesion; however, the physician encountered friction while trying to cross the lesion. When the device was removed, it was noted that some struts at the proximal section were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.